Manufacturer narrative:
(B)(4). Date of initial report (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a piece of the insulation came off the electrode tip. The piece did fall off during use but not in the cavity of the patient. There was no patient injury.